Manufacturer narrative:
The aquabeam foot pedal was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam product without success. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for lot number 23c02716 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual um0101-00 rev f was reviewed. Section 7.4 states: the aquabeam foot pedal (figure 11), a re-usable component of the aquabeam robotic system, contains three foot-activated motion buttons. It is connected to the console with a flexible cable. The aquablate pedal is the large center button which must be depressed to enable the aquablation treatment. Depressing the aquablate pedal only activates the high-velocity waterjet during treat mode. The aquablate pedal is also used in aligning the waterjet during the alignment step at lower power. The two smaller buttons at top left and top right provide controls for priming and aspirating. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure setup and while the patient was in the operating room under anesthesia, the foot pedal and handpiece functioned normally, and the aquabeam handpiece appropriately primed. During the jet alignment step, the treating surgeon stepped on the pedal, but it did not fire. The problem could not be resolved despite multiple troubleshooting steps, which included replacing the handpiece with a new unit. As a result, the treating surgeon aborted the aquablation procedure. There were no adverse health consequences for the patient as a result of this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.